Event description:
Event description guidant received information that this right atrial transvenous lead was exhibiting a high, out of range pacing impedance measurement. No adverse patient symptoms were reported.